Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date when putting the sets together, the instruments are not working or either sticking. This doesn't involve an issue with a case. There was no patient involvement. This complaint involves two (2) devices. This report is for one (1) blade/screw guide sleeve. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on that on unknown date when putting sets together, the instruments are not working or either sticking. The following devices were stuck together: buttress/compression nut and blade/screw guide sleeve, drive adaptor and 60mm self-drilling schanz screw, and another drive adaptor and 80mm self-drilling schanz screw. This doesn't involve an issue with a case. There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.017; lot: l898466; manufacturing site: bettlach; release to warehouse date: july 13, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) (DHR) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Customer quality investigation: the following investigations were performed: functional device condition: visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the stuck condition of guide sleeve with a buttress compression nut which agrees with the reported complaint condition. Furthermore, a few hammer marks were identified on the distal thread portions of the device. Functional test: a functional test was conducted, and the buttress nut could not be moved/translated on the guide sleeve. Therefore, the reported complaint condition of the nut and sleeve being stuck together was able to be replicated and confirmed at cq. Document and specification review: DHR review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Dimensional inspection: dimensional analysis was not able to be performed as because the stuck condition relevant threads are not accessible on the returned guide sleeve. Per visual inspection, it was identified that the device was cross-threaded. Furthermore, evident hammer marks on the buttress nut base and the sleeve portions witness marks demonstrates the issue with device use. Therefore, further review including the drawing review was not performed. Conclusion: per visual inspection, device use was determined to be the root cause of the issue. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.